Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with two faulty liquid crystal display (lcd) mess cushions. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the faulty liquid crystal display (lcd) mess cushions. To correct the condition, the lcd mess cushions were replaced. If any additional information is received, a follow-up MDR will be sent.